Event description:
Boston scientific received information that during clinic visit, the health care professional (hcp) noted that the right ventricular (rv) lead was dislodged. This lead exhibited loss of capture, oversensing of noise and inappropriate shocks. The patient was not pacer dependent. No asystole was observed. Additional information indicated that the lead dislodgement was confirmed through chest x-ray. It was noted that the patient twiddled the lead out. This lead was repositioned and remained in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.